Event description:
Customer reports, a dental assistant was stuck by a contaminated needle caused by "defective" threads in the needle hub.

Manufacturer narrative:
Add'l info supplied in section g2, h5 and h8 per request of FDA. Please note addition of the appropriate info.